Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during rocephin therapy. The volume to be infused was 50ml at a rate of 100ml/hour. There were repeated false upstream occlusion alarms and after a half hour there was still over half the bag. This occurred in acute care. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion and delivered within specification. A review of the event history log revealed 'upstream occlusion' messages and the alarms were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.